Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17204417 / 17204417.

Event description:
It was reported that the patient experienced jolts of pain from the spinal cord stimulator (scs) device and had difficulty charging the ipg. It was noted that the leads had high impedances. The patient underwent an scs system explant procedure. The explanted devices were not returned. No further information could be obtained.